Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges they had nasal and throat irritation and headache from the device overheating and blowing very warm air which woke the patient up in their sleep repeatedly. The device was very warm to the touch and the humidifier was full of water which would get very hot and eventually evaporate causing the humidifier to evaporate to empty by the end of each night. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacture.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. 510k was incorrectly captured in previous report and it was corrected in this report. Recall (z) number was updated in this report.